Event description:
The customer reported that an implant failed in a patient who had been implanted with a trident accolade combination **update** accolade stem, femoral head and poly liner were all explanted. The trident cup that was in situ was perfect so wasn¿t explanted. **update** this patient presented to the emergency department with rip hip pain. His x-rays shows signs of gross trunnion failure and femoral head ¿ neck dissociation. He underwent revision right hip surgery on (B)(6) 2020 when the affected explant was retrieved. The patient's metal ion levels were: serum cobalt (co) level of 274 nmol/l (normal, <10 nmol/l), serum chromium (cr) level of 94 nmol/l (normal, <15 nmol/l).

Manufacturer narrative:
Reported event: an event regarding disassociation and abnormal ion levels involving an accolade stem was reported. The event was confirmed through clinician review of the provided medical records. Method & results: -device evaluation and results:visual inspection was performed as part of the material analysis report (mar), dated 10 july 2020. This inspection indicated biological material was observed on the porous surfaces of the implants. Damage consistent with the loss of taper lock from interaction against the head taper was observed on the trunnion of the stem. A material analysis has been performed. The report concluded: damage on the returned and stem trunnion and head taper is consistent with the loss of taper lock. The eds and xrf analyzes showed that the components were consistent with their respective drawings. The debris on the stem was consistent with an oxide, corrosion product, and biological material. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: review of the records provided confirmed the implant disassociation on the right side. Review of the implant stickers could define if this was a recalled head lot. Obtaining the implant may provide additional insight into the mechanism of disassociation. Intervention on the left hip may be considered before there is a dissociation of the head. -device history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for lot referenced. Conclusion: lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The customer reported that an implant failed in a patient who had been implanted with a trident accolade combination